Event description:
While suturing the tip bent when the physician went to straighten the tip of the suture broke off all pieces of the suture were accounted for suture did not break off in patient. No patient harm occurred. Vendor was notified and lot of sutures was sequestered. Manufacturer response for sutured, 2-0 vicryl CT-1 suture (per site reporter).